Event description:
It was reported that during a procedure of an inflatable penile prosthesis (ipp) when the patient was shocked by the anesthesia, and the procedure was cancelled. The patient had to receive treatment at a general hospital. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The pump and reservoir were visually examined, and leak tested, while the pump was also functionally tested. No anomalies were found with the components. Based on the information available and analysis results, no anomalies were found regarding the product performance of this device. However, the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure of an inflatable penile prosthesis (ipp) when the patient was under anesthesia, there was a shock and the procedure was cancelled. The patient had to receive treatment at a general hospital. There were no patient complications reported.